Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous result for phosphorus (phosm) for one (1) patient sample assayed with phosm reagent on a unicel dxc 800 pro synchron chemistry analyzer. The erroneous phosm result was not reported outside of the laboratory (the customer stated obtaining a value less than zero). There was no impact to patient treatment associated with this event. The customer reported receiving failed phosm calibrations. The customer reported that quality control results for levels 1 and 2 controls recovered outside of the laboratory's established ranges on the day of the event. The level 3 control recovered within the laboratory's established range on the day of the event. The customer reassayed the patient sample for phosm on their other unicel dxc 800 pro synchron chemistry analyzer. The customer stated that the result was "normal" (exact result not provided by the customer). The result was reported outside of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that reagent lines 50, 51, 52, and 61 were a milky gray color in some sections. The fse attempted to clean the lines but was unsuccessful. The fse replaced all of the lines. In a subsequent visit to the customer's site, the fse replaced the lamp. The fse verified all repairs per established procedures.